Event description:
Customer states that as a pt was being dialyzed on the b braun dialog machine, the fistula needle came out of the pt's arm causing a blood spill. Info received from (trained dialog tech), stated that the machine had checked out ok. Called (head nurse) for more specific info but she was unavailable, left message for a call back. In 2004-spoke with chief tech-he stated that a blanket was covering the pt's arm, the machine alarmed with a low venous pressure and it was noticed a pool of blood on the floor. The venous needle dislodged from the pt's arm. The needle was taped to the arm. The amount of blood was unknown. The pt is ok.